Manufacturer narrative:
The following field has been updated due to corrected information b.5. Describe event or problem: it was reported there was foreign matter on 2 bd insyte¿ autoguard¿ bc shielded IV catheters. Verbatim: from customer - I received a call about item 382533 that mph received has a foreign substance on it after it has been open from the packaging. It is a catheter and the substance was on the tip of it, it was on 2 of them so far, was told the lot # for them is 8304898. She has set them all aside to see what she should do with them next. I didn¿t know if you could contact the rep to inform them of this and see if they can send replacements and see what is wrong with what she has. The latest po I see is 260687292 for this. H.6. Investigation: during DHR review ¿ all required challenge samples, set-up and testing was conducted per specifications and in accordance with the in-process sampling plans. ¿ there were no indications of reject activity throughout the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect stated in the pir. ¿ no units (samples) or photos were provided for observation or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established.

Event description:
It was reported there was foreign matter on 2 bd insyte¿ autoguard¿ bc shielded IV catheters. Verbatim: from customer - I received a call about item 382533 that mph received has a foreign substance on it after it has been open from the packaging. It is a catheter and the substance was on the tip of it, it was on 2 of them so far, was told the lot # for them is 8304898. She has set them all aside to see what she should do with them next. I didn¿t know if you could contact the rep to inform them of this and see if they can send replacements and see what is wrong with what she has. The latest po I see is 260687292 for this.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was foreign matter on 2 bd insyte¿ autoguard¿ bc shielded IV catheters. Verbatim: from customer - I received a call from xxx, and item 382533 that mph received has a foreign substance on it after it has been open from the packaging. It is a catheter and the substance was on the tip of it, it was on 2 of them so far, xxx told me the lot # for them is 8304898. She has set them all aside to see what she should do with them next. I didn¿t know if you could contact the rep to inform them of this and see if they can send replacements and see what is wrong with what she has. The latest po I see is 260687292 for this.